Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (discharge profile fault) has been confirmed. Upon eval, the monitor was found to have a defective resistor (r45) on the pca board. The root cause for the defective r45 connector cannot be positively identified but was likely a random component failure. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A review of a (B)(6) male pt's download showed several discharge profile faults. Zoll lifecor customer support contacted the pt to exchange his monitor.